Event description:
It was reported that high, out of range, right ventricular lead impedance was noted. A revision was performed where the lead was reconnected to the device and normal measurements were then noted. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).